Event description:
It was reported that the farawave catheter's flush port broke during preparation. The farawave ablation catheter was selected for use during the pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib). A new catheter was opened, and the procedure was completed succesfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.